Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: d4 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited objective lens glue peeled off. There was no patient involvement.